Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2023-03209. All relevant information will be captured under 1416980-2023-03209. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed; further described as ¿effluent started leaking out the end of the transfer set while the white clamp was in the closed position¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.